Event description:
While attempting to deploy pfo (patent foramen ovule) closure device, device would not unscrew from delivery system. Device was taken out of body, and new device was inserted. There was no harm to the patient.